Manufacturer narrative:
Medical records have been requested by the MFR and were reviewed on (B)(6) 2013. A clinical investigation is in process. A supplemental report will be filed with the info and device investigation results.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, fluid was noticed inside the cycler cassette door. A hole was noticed on the soft side of the cassette membrane. Pt was diagnosed with peritonitis and was given antibiotics. The pt's peritonitis was reported to have resolved. Sample is available.